Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Manufacturer narrative:
Articular surface was returned and evaluated. The dovetail feature has gouges and dents mostly on the left side. There is also damage to the distal surface of the articular surface. Technical evaluation shows compression force caused the articular surface damage. The measured dimensions were conforming to print specifications where measured. DHR was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required as no were trends identified. A definitive root cause can be determined as user error as compressive signs observed on returned articular surface. A summary of the investigation was sent to the complainant conveying proper surgical technique and use of the device. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the articular surface could not be implanted during surgery. The procedure was completed with another product.